Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strops are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifecsan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan in 2007 and alleged that her one touch ultra2 meter was reading inaccurately high. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue first occurred on five days earlier. She did not report experiencing any symptoms, however, she mentioned that she had blocked out in the morning of original day. It is also documented that the patient blacked out several times having to call the ambulance. The ambulance meter read low (no specific result provided) and the patient was administered IV glucose. The patient also provided a result of 82 mg/dl, performed within 10 minutes of each other. Based on statistical methodology, the calculated different of these glucose results exceeds lifescan's criteria for accuracy. It is not known as to when these tests were performed. At the time of troubleshooting, it was verified that the meter was set in the mg/dl unit of measurement and that the meter was coded correctly. The patient's testing technique was reviewed to be correct and she was also cleaning the puncture area properly. She did not have the correct control solution and therefore, a quality control check could not be performed. This complaint is being reported because the patient alleged inaccurate high results on the meter and also reported blacking out several times. The patient received IV glucose treatment by the paramedics. The reported meter is out of specification when compared to the lab result. Replacement products were sent to the lay user/patient.